Event description:
It was reported that the customer's insulin pump alarmed motor error and the displacement test was not be possible to perform due to the motor error alarm. The customer mentioned that the drive support cap was sticking out. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The unit had missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.